Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 50-54 mg/dl. Cause of low bg was due to basal rate setting requiring adjustment and the customer miscalculated a bolus. Customer suspended insulin and consumed juice to address bg.